Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use and was prepared as per the dfu. Continuous flush was maintained throughout the procedure. The patient¿s anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported event of the stent failed/unable to open.

Event description:
It was reported during the procedure the subject stent was unable to open in the mid-segment of the siphon treatment area. The physician completed the procedure with no clinical consequences to the patient. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject flow diverter was returned within a microcatheter. The microcatheter shaft was flattened/crushed 9.2cm, 9.4cm and 11.8cm from the distal end. The sdw (stent delivery wire) was returned inside the introducer sheath. The sdw was advanced through introducer sheath without resistance. The introducer sheath was inspected and no anomaly was noted. The sdw was kinked/bent 4.8cm from distal end. A patency mandrel was advanced through the microcatheter and the stent was deployed from the microcatheter tip without friction. The stent was found to be slightly deformed with frayed braid edges but was fully opened at both ends. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was returned. The reported stent failed/unable to open was not confirmed during analysis, as the stent was fully opened at both ends. An assignable cause of procedural factors will be assigned to the as analysed events of stent deployed prematurely during retraction/re-sheathing, stent deformed and sdw kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of not confirmed will be assigned to the as reported event of stent failed/unable to open as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the procedure the subject stent was unable to open in the mid-segment of the siphon treatment area. The physician completed the procedure with no clinical consequences to the patient. No further information is available.

Event description:
It was reported during the procedure the subject stent was unable to open in the mid-segment of the siphon treatment area. The physician completed the procedure with no clinical consequences to the patient. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.